Event description:
The original complaint received from the affiliate stated that when opening the packaging, the physician found the shape of the tip distorted. The packaging is intact when opened. The product was received for evaluation and analysis noted "confirmed kinks/bents in the guidewire, coil stretched and offset coil wraps."

Manufacturer narrative:
Before using a stabilizer steerable guidewire in a procedure, the distal end was found "distorted". The wire was not used and no patient injury occurred. Analysis of the returned wire confirmed kinks and bends, as well as a stretched coil and offset coil wraps. As received, the specimen does not present any indication of manufacturing defect or anomaly. The specimen (with the exception of the offset coil wraps, stretched coil wraps, numerous bends and kinks of varying severity, and the loose particulate of varying types scattered over the length of the specimen) is visually and dimensionally correct. The cause of the loose particulate is possibly a result of product handling following discovery of the damage to the tip of the device. As described in the IFU, "to prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft." Testing has demonstrated that failure to comply with the procedure as described within the IFU increases the risk of damage to the flexible distal tip region of the device, as presented by this specimen. A review of the device history records indicates this packaging lot was final inspection tested and deemed acceptable for shipment. The complaint of damage is confirmed. The nature and location of the damage in the distal tip region is such that, had the IFU been followed for device removal from the dispenser assembly, and the damage been pre-existing, it would have been discovered after advancing the wire distally a matter of a few cm (less than 5cm) from the dispenser assembly - negating any need to remove the specimen from the dispenser assembly. The specimen was received without any of the original packaging. Procedural or handling factors appear to have contributed to the event as reported. These observations and speculations are based on the evidence presented by the sample article and limited information provided by the supporting documentation.